Manufacturer narrative:
Additional patient and event information has been requested from the healthcare provider. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A company representative reported that a 56-year-old male patient received delivery of a dental appliance on (B)(6) 2026. On (B)(6) 2026, the patient reported that three weeks into using the device the button on the upper tray detached while the patient was wearing it; the patient discontinued use of the device on the same day. Per the report no patient symptoms or injury were reported and no additional medical or surgical procedures were required. The appliance has not yet been replaced, and it was reported that the cleaning and storage instructions were followed. The company representative's office is located in (B)(6).